Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in dwell 1. Patient stopped treatment and found fluid in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event associated with the leak. The nurse said the patient did get a new cycler and has been using it with no further issues. The patient is due to come to clinic today and if there is any changes the nurse will convey the information. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in dwell 1. Patient stopped treatment and found fluid in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event associated with the leak. The nurse said the patient did get a new cycler and has been using it with no further issues. The patient is due to come to clinic today and if there is any changes the nurse will convey the information. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.